Event description:
The following information was provided: reamer handle loosening. Case type / application: no associated procedure. Update from mps: "yes screws loosening during sterile cleaning process".